Event description:
The manufacturer received a voluntary medwatch (mw5167071) regarding a dream station 2 device. The patient alleges the device is overheating and smoking. Additionally, the patient reports that an electrical smell is coming from the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.